Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
Paramedic reports driver had no power, led light was neither green nor red, just off. Update: no power realized when they went to insert needle not during insertion.

Event description:
Paramedic reports driver had no power, led light was neither green nor red, just off. Update: no power realized when they went to insert needle not during insertion.

Manufacturer narrative:
Qn#(B)(4). The manufacturing DHR file was reviewed. No recorded results of manufacturing issues or anomalies were reported. Ez-io driver 9058 (sn (B)(6)) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. When the trigger was pulled, the driver had no power. The driver was disassembled to test, evaluate and record operating characteristics. Battery voltage measured as 17.59 dc volts without being activated (multimeter: (B)(4)). Battery voltage measured as 0.00 dc volts when button was activated and voltage reached a stable level. Stable defined as when whole numbers (e.g., 6 volts, 7 volts, etc.) Stop changing (ignoring numbers after the decimal point). Results confirm a depleted (dead) battery. The eeprom was parsed and the results reveal the charge count was 11,214 ,229 and the cycle count was 1449. The recorded charge count supports a completely depleted battery as the charge count is approaching the maximum depletion of 15,000,000. The cycle count of 1449 (trigger activations) is also significant as the estimated trigger pulls of 500 indicated in the IFU has been exceeded. The cycle count substantiates driver usage with considerations to bone density, average insertion time, storage, and frequency of testing. The motor and gearbox were connected to dc power supply (ID c05319) and set to approximately 18v. When the trigger was pulled the motor and gear box were operable, exhibiting no signs of electro/mechanical problems. Testing confirms the failure is related to battery depletion. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led with blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". A review of the device history record found that the driver passed all the release criteria. The device was released in 07/2016 and is approximately 4 years old. The complaint has been confirmed. The driver failed as a result of battery depletion. No corrective/preventative actions will be assigned. The reported complaint is confirmed. The driver had no power. The failure is a result of battery depletion. The driver operating/useful life is approximately 500 insertions. However, this number may vary since life expectancy is dependent on actual usage(bone density, average insertion time, storage, and frequency of testing. Eeprom analysis revealed a cycle count (trigger activations) of 1449. Based on the information available, unintentional user error caused or contributed to this event.